Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a leak. This did not affect the operation of the pump. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Additional contact details: person name: (B)(6). Phone number: (B)(6). Email: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and found the pressure filter on the back of the pressure regulator manifold was broken off. To fix the issue, the fse replaced the filter, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.